Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Received a copy of the customer's medsun report from FDA, which states "I was using an alaris pump to infuse vasoactive drips. I was infusing primicor and the channel kept alarming that air was in the line even though there was no air present. I removed this channel and replaced it after several alarms continued to happen without air being present. The second channel was programed and relief came to allow me dinner. I left the patient and returned about 45 minutes later. I was infusing blood and blood products in the patient. Approximately 30 minutes after my return the IV pump started alarming air again in the primicor line. I investigated and there was air and the primicor bag was empty. The pa was present and texting with the physician. I informed them that the whole bag of primicor infused and asked him to relay it to physician since they was texting. Asked how long the infusion should have lasted and I told him several hours at the infusion rate it was dosed at which was 0.1 mcg/ kg/min. The pump was removed from use." Although requested additional information has not been provided.